Event description:
The pt is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported by pt's counsel that the pt received an implant in 2009 and that she was revised in 2010 due to unk reasons. No specific implant or revision information has been received. For data entry purposes, the first day of the first month of the year reported will be entered.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. While a cause for revision was not reported, the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008 as reference above. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Zimmer reference number (B)(4).